Event description:
It was reported that during an implant procedure, the device was providing fluctuating impedance, sensing, and capture readings when the leads were connected. The leads were tested through the pacing system analyzer and the electrical measurements were fine, but numerous re-connections of the device yielded fluctuating values. The entire system was removed and replaced. The patient was fine throughout the process.

Manufacturer narrative:
Analysis was normal. No anomalies were found.